Manufacturer narrative:
The reported event of guidewire insertion failure was confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. Visual inspection found polytetrafluoroethylene (ptfe) coating of the guidewire at the proximal region and bunched up inner coil inside the connector region. The cause of the reported event was isolated to the stripped ptfe guidewire coating and bunching of the inner coil at the connector region, consistent with procedural damage.

Event description:
During an implant procedure, the guidewire was not able to be advanced into the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.